Event description:
The patient presented to the ER after receiving inappropriate shocks due to noise. Insulation break was suspected. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.